Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by an arthrex employee via email that an an ar-2324bcct biocomposite swivelock c anchor got stuck while being screwed in and eventually broke. The case was completed using another ar-2324bcc biocomposite swivelock c. This was discovered during an intertribal malleolar internal spinal fixation procedure on (B)(6) 2023.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint is confirmed. One unpackaged ar-2324bcct serial/batch number (B)(6) was received for investigation. Visual inspection found that the anchor still attached to the device¿s shaft was damaged. The anchor is missing the geometry at the distal end. The eyelet still attached to the rod doesn¿t show significant damage. The observed condition is most likely caused by use error. Per dfu-0087. Precautions: 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket.